Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: vats. According to the reporter: the surgeon used the sulu to transect the ventral pulmonary vein. One hour and 30 minutes after the procedure, the pt returned back to operating room. The staple line opened. The doctor over sewed the staple line area to correct the problem. Reported blood loss was 1000cc. The pt need a transfusion.